Event description:
Device malfunction: none. Symptoms/ae: embolic stroke. Time of symptoms/ae: eight days post procedure. It was reported that 8 days post a right internal carotid artery stenting procedure and coronary artery bypass (CABG-same day as carotid stenting) surgery, the patient experienced a stroke. Symptoms included blurry vision with a loss of bilateral peripheral vision and an upcoming toe on the left foot. Reportedly, the vision returned to baseline within 2 hours of onset. A head CT was negative; however, an MRI showed possible microemboli in the left occipital lobe as well as some age related microvascular ischemia. Reportedly, a potential source of the emboli was the recent cardiac surgery. Two days post onset, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Embolic stroke is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.